Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there have been channel errors throughout the hospital units. Per the reporter, the channel errors were observed since "mme" took over cleaning of the devices. Although requested, no patient information was provided.